Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen became frozen during the load process on the "preparing for fill" screen. During troubleshooting with tandem technical support the customer was able to clear the screen and complete the load process. The customer's blood glucose level was 300 (mg/d). A correction bolus via the pump was delivered to address bg level.